Event description:
Alleged the break pedal was pushed down to the point that the brake not set indicator was off at the footboard and when a pt tried to get in the bed, the bed moved away from the pt. There were no reported injuries. The brake pedal was not fully engaged.